Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('other essure insert migrated') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, menstrual cramp, fibroids and endometriosis. Previously administered products included for an unreported indication: ibuprofen and depo-provera. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain/chronic pelvic pain"), discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("back pain"), headache ("frequent headaches"), dizziness ("dizziness"), anxiety ("anxiety") and device expulsion ("after one essure insert was expelled"). The patient was treated with surgery (total al5aominal hysterectomy and bilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, discomfort, abdominal pain, back pain, headache, dizziness, anxiety and device expulsion outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, device dislocation, device expulsion, discomfort, dizziness, headache and pelvic pain to be related to essure (ess205). The reporter commented: she has risk of ectopic pregnancy due to the scar tissue formation in the left tube. Discrepancy noted in date of removal (B)(6) 2017(as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2009: the right essure device is present, but the left essure device is not visualized. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 13-apr-2021: medical record received: medical history, lab data, reporter information, rcc were added. Marked significant due to imdrf-FDA synchronization cycle. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality safety evaluation received on 09-dec-2016: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted and after one essure insert was expelled and the other essure insert migrated, plaintiff underwent surgery to remove her fallopian tubes and essure inserts. Device dislocation is anticipated in the reference safety information for essure. In this particular case, it was reported that a hysterosalpingogram, shortly after insertion, showed that her coils were properly placed, however, the exact date and mechanism of dislocation were not reported. Considering the event's nature, it was assessed as related to the suspect insert. This case was regarded as incident, as a surgical procedure was required. Device expulsion and other non serious events were reported. A quality-safety assessment resulted in an unconfirmed quality defect, but plausible. The relationship with the reported events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received on 08-nov-2016 from a lawyer / attorney in the united states, on behalf of a plaintiff. On or around (B)(6) 2007, the adult plaintiff underwent the essure (ess205) procedure. Shortly after undergoing the essure procedure, an hsg test (hysterosalpingogram) was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, abdominal pain, back pain, frequent headaches, dizziness, and anxiety. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. After one essure insert was expelled and the other essure insert migrated, plaintiff underwent surgery to remove her fallopian tubes and essure inserts in 2012. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted and after one essure insert was expelled and the other essure insert migrated, plaintiff underwent surgery to remove her fallopian tubes and essure inserts. Device dislocation is anticipated in the reference safety information for essure. In this particular case, it was reported that a hysterosalpingogram, shortly after insertion, showed that her coils were properly placed, however, the exact date and mechanism of dislocation were not reported. Considering the event's nature, it was assessed as related to the suspect insert. This case was regarded as incident, as a surgical procedure was required. Device expulsion and other non serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.